Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the subject device displayed no patient data; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As part of troubleshooting, the technical support engineer instructed the customer to press ¿exam¿ on the keyboard which brought back the patient data information. The device will not be returned. Three good faith efforts (gfe) were made to obtain additional information regarding the event from customer. However, no response received. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed no patient data. It was unknown when the issue occurred. There were no reports of patient harm associated with the event.